Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements on the right atrial (ra) channel. Reprogramming options were discussed. This lead remains in service. No further adverse patient effects were reported.